Event description:
Peritoneal nerve damage; on 2/25 started using the lympha press pcd-51, model 731, twice a day for 1 hour at 40 mm/hg at a pressure and after about 1 month a bruise appeared on the mid back on the spinal cord. Then I experienced severe pressure on my lungs, kidneys stomach, my heart felt as if it had to work harder. It was worse and is currently worse at night. I am not able to sleep. I couldn't breathe at times going upstairs and even at rest, numbness on my legs and arms, sweats, numbness on my forehead and pressure in my eyes. As the weeks progressed the discomfort was not so severe. There were other symptoms that would take more than 4000 characters. I have gone to specialists and they are not able to figure out why if there are not so far any underlying condition. Tests were completed for diabetes, lime, rheumatoid arthritis, in veins of legs to see is plaque, nerve conduction. All negative except peritoneal nerve damage, which explains the leg numbness, and wanting to go to the bathroom often. FDA safety report ID# (B)(4).